Manufacturer narrative:
This report is submitted on december 1, 2022

Event description:
Per the clinic, the patient experienced poor sound quality. The device was electively explanted (date unknown). The patient was re-implanted with a new device in the same procedure.